Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan. No symptoms were reported and customer was seen in the emergency room where a reading of over 600 mg/dl was obtained on the hcp meter. Customer was treated with unspecified drips. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h4 (device mfg date ) was not documented in follow-up report # 1 . The correct h4 (device mfg date ) has been updated.

Manufacturer narrative:
An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the extended investigation was inadvertently omitted from the previous follow up report #3.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan. No symptoms were reported and customer was seen in the emergency room where a reading of over 600 mg/dl was obtained on the hcp meter. Customer was treated with unspecified drips. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan. No symptoms were reported and customer was seen in the emergency room where a reading of over 600 mg/dl was obtained on the hcp meter. Customer was treated with unspecified drips. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan. No symptoms were reported and customer was seen in the emergency room where a reading of over 600 mg/dl was obtained on the hcp meter. Customer was treated with unspecified drips. There was no report of death or permanent impairment associated with this event.